Event description:
The patient's spouse reported that there was rapid battery depletion over the past two years and that the battery has run out. It was also reported that the patient gets random shocks throughout the body. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event. The device was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that there was rapid battery depletion over the past two years and that the battery has run out. It was also reported that the patient gets random shocks throughout the body. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.